Event description:
The acetabular insert would not lock into the shell. There was no adverse consequence for the pt reported at this time.

Manufacturer narrative:
Corrected data: h4: mfg. Date = 1/24/95.summary of evaluation: as received, the returned pca acetabular insert is observed to be in good condition except for impaction marks/indents next to the insert hole that mates with the pin on the impactor alignment disc and the rim on the inferior side of the inser is bent. Due to subsequent manufacturing operations, the relevant insert dimentions cannot be ascertained. The returned insert was functionally tested with acceptable pca acetabular outer shells. This test revealed the returned insert seated and locked tightly in both shells. The returned insert functions by design. The device history record for the lot code of the returned insert was reviewed and not discrepancies were observed. The evaluation results suggest that this event is not associated with the device.